Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported tissue damage appears to be due to the implanted clip, which then resulted in the cascading effects of mr, hypertension, shock. The patient subsequently died due to mr and shock. The reported patient effects of mitral regurgitation (worsening), hypertension, mitral valve injury (tissue damage), cardiogenic shock and death, as listed in the mitraclip nt system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, the following information was provided: the patient went into shock due to the patients pre-existing condition and due to the mitraclip procedure. It is the physician's opinion that the mitraclip contributed to the patient death, due to the increased mr from the torn leaflet. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the tissue damage and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on 07/11/2017 to treat degenerative mitral regurgitation (mr) with an mr grade of 4+. Three clips were implanted (70317u171, 70317u172, 70406u184) reducing mr to 2. On (B)(6) 2017, the patient returned with hemoptysis, was very ill and had severe pulmonary hypertension. An echocardiogram was performed, a torn leaflet was noted and mr had increased to 4. Two additional clips (70317u173, 70523u116) were implanted, there was no change in mr, mr remained at 4. It is the physician's opinion that the hemoptysis is not associated to the mitraclip and that the patient was very sick. The mitraclip procedure was the patients only option to getting better. On (B)(6) 2017, the patient died due to severe mr and shock. It is the physician's opinion that the mitraclip contributed to the patient death. No additional information was provided.